Event description:
It was reported the guidewire was kinked prior to use. No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. Both images show a kinked guide wire inside of an sac kit. The customer also returned one opened arterial kit for analysis. No definite signs of use were observed. The kit was opened to better analyze the components. Visual analysis revealed three distinct kinks in the guide wire body. In addition, the protective tubing was observed to be bent, and several creases were observed in the outside packaging of the kit in the same locations as the kinks in the guide wire. The lidstock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The kinks in the guide wire were located 53mm, 100mm, and 157mm from the distal end. The guide wire total length measured 350mm, which is within the specification limits of 345mm - 355mm per the guide wire graphic. The guide wire outer diameter measured 0.511mm, which is within the specification limits of 0.508mm - 0.533mm per the guide wire graphic. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was passed through a lab inventory 20 ga introducer needle. The guide wire was able to pass completely through with minimal resistance. Resistance was only observed on the kinked portions of the guide wire. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The instructions for use (IFU) provided with this kit warns the user, "do not use if package has been previously opened or damaged." The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample and by the customer photos. Several kinks were observed on the guide wire body. In addition, bends were observed on the guide wire tubing, and several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire was kinked prior to use. No patient involvement was reported.